Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours. Due to elevated bg levels, patient realized the cannula had not properly inserted in the infusion site (abdomen); the cannula was also found bent upon removal. As treatment, a new pod was applied and a correction was delivered. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
No bends, kinks or damages were observed on the soft cannula. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. The cause of the reported improper insertion could not be conclusively determined.